Manufacturer narrative:
An investigation was completed: on 5/19/2025, it was reported that the system was shaking. The field engineer (fe) was dispatched to the customer site and found the vertical travel assembly (vta) bolts were loose. The fe replaced the vta bolts using the replacement kit to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta bolts were on the system for 2,966 days and were not returned for further investigation. The cause of the system shaking was due to loose vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for (B)(6) was performed and no additional complaints related to loose vta bolts were found. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR. The vta was installed on this gantry with no issues noted. System product code: sdm-sys-9000-3d. Serial number: (B)(6). Manufacture date: 04-11-2017. System installation date: 04-29-2017. Unique device identifier (UDI): (B)(4).

Event description:
It was reported on may 19th, 2025, that system shaking and error codes were observed by the user during a selenia dimensions mammography systems, 3d procedure. A field engineer examined the system and found the vta bolts were loose. The field engineer has ordered longer replacement bolts for the system and will be completing the repair. No patient/user injury reported.